Manufacturer narrative:
Quest has not yet received the device from (B)(6) for investigation. A review of the production records indicated that the complaint condition's root cause could have possibly been due to insufficient solvent bonding in the bond pocket, but the complaint could not be confirmed. Quest will file a supplemental report, should any additional information become available for this complaint condition. Quest has concluded its investigation. Quest will continue to monitor complaint trends for this complaint condition.

Event description:
(B)(4) was recieved from the FDA on 08/28/2023. The report stated that an amber infusion set was found snapped and disconnected from the filter, and that blood was backed up in the blue PICC connection. The infusion pump was also alarming for occlusion. No patient complications were noted.